Event description:
Patient had a strata mr valve inserted with a primary/hew shunt insertion on (B)(6) 2016. She represented with symptoms of shunt malfunction and was revised on (B)(6) 2017. When patient was evaluated intraoperatively, she was found to have sluggish/slow drainage when assessed with the manometer through the valve although she was set at a shunt valve setting of 1.5. The valve was noted to also have limited to no drainage through the manometer once the fluid ran down to a level of about 25cm h20. The valve was explanted and replaced with a fixed pressure valve. Dates of use: (B)(6) 2016-(B)(6) 2017.